Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and also received the open book image on the insulin pump screen. The customer¿s blood glucose level was 140 mg/dl. Customer also stated that they went into the water while wearing the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify software due to critical pump error (open book). Insulin pump received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). No damage on the end cap label or serial number label sticker noted. Insulin pump received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment, missing display window cover and minor scratched lcd window.